Event description:
Report received of an independent change in the programmed pump settings. The pump was received by the user facility's biomedical dept with an unsigned noted that stated, "this pump changed settings on its own.". There was no adverse pt event reported. Though requested, there was no additional info available.